Event description:
It was reported that increased pacing impedance, high capture threshold, and noise were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. During device explant for normal battery depletion, the rv lead was capped and replaced. The patient was stable and there were no adverse consequences.